Event description:
It was reported the patient¿s symptoms returned three days prior to call. The patient experienced bowel leakage without warning. Increasing from about 2 v to 5.7 v did not resolve the issue. The patient fell three weeks prior to issue. The patient was going to have their impedances checked. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-33, lot# va0plry, implanted: (B)(6) 2014, product type: lead. (B)(4).